Event description:
It was reported that over the last month, the patient noticed issues with their left arm. The patient stated that their left arm became very tense and stiff, and they had trouble bending it downward. The patient eventually realized that the issue with their left arm only occurred when the ins was turned on. The patient stated that they had an issue where they thought their ins was charging overnight, but when they woke up the following day, they realized it was not because the ins had turned off. The patient stated that their left arm was not hurting when the ins was turned off, which they thought was weird. The patient lost their patient programmer pp, and the ins on/off buttons did not work on their recharger (the agent reviewed that the ins on/off buttons were deactivated for dbs patients), so they could not turn the ins back on. It was unclear if the patient's ins was turned back on. The patient stated that their reason for calling was that they were trying to locate a physician who could program their ins. The patient explained that they would like the ins "one level turned down" to see if it resolves the issue with their left arm. The patient stated that their managing hcp could see the patient at the end of the month. Additional information was received from the patient on 2023-apr-28 further described that when they noticed the pain in their left arm, they went to the ER as they thought maybe they were having a stroke or had a blood clot, etc., to rule anything out, but there was nothing they learned from the visit, so they went to see their neurologist, and they hadn't seen a difference and stated they were continuing to work with their hcp to narrow down what's going on/causing the pain. The caller also mentioned that they knew their ins had been off during the situation below because their speech cleared up and that a side effect of having the dbs device was that their speech became somewhat impaired, where they sounded drunk/high. The caller mentioned they did address this with their hcp, and the speech was something they didn't seem to mind now as before they could not control the speech impairment much, but now they can mentally clear their speech. The caller confirmed therapy had been turned back on and mentioned they 'don't have their movements." During the call, the caller was hard to understand at times, and the caller said they sometimes don't realize when they are talking like they are drunk/high, but when they do, they can mentally make it better and described they had been able to do that during the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.